Manufacturer narrative:
The returned valve was patent. The valve was returned at pl 1.5 and was not adjustable; therefore siphon, reflux, pressure-flow and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The valve did not meet requirements for leak testing due a tear found in the top of the delta chamber. There were also multiple tears noted in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the distal connector of the valve was observed to be damaged. Approximately 16.5 cm of the peritoneal catheter was returned. The catheter was patent and met the requirements for leak testing. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that cerebrospinal fluid was found to be leaking from the device. According to the report the device was explanted on (B)(6) 2016.